Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated they received failed sensor alert and later got frozen display. Customer stated insert battery alarm did not appeared on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No frozen display anomaly noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).